Event description:
A medtronic rep reported a precision aiming device doesn't tighten. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present. The part has not been returned.